Manufacturer narrative:
Results: the neuron select looks to be good condition. However, during decontamination of the neuron, while attempting to flush the catheter, the hub was leaking. The hub appears to be cracked. The neuron is non-functional. Conclusion: the complaint has been evaluated and confirmed. The complaint states while connecting a syringe to flush the catheter, the hub of the catheter was broken. It is likely that the syringe attached to the luer hub was over tightened, cracking the plastic material and causing it to leak during flush. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Physician was using penumbra neuron select 6f catheter in a routine procedure. When inserting a syringe to inject contrast medium the luer hub at the proximal end broke. There was no negative influence on the procedure or the patient's well-being.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.